Event description:
It was reported the patient experienced ineffective stimulation with the implanted lead due to invalid impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein an additional lead was added to the system to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.